Manufacturer narrative:
One (1) viper2 6mm self drilling tap [product code: 2867-15-600] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the tap had a fractured distal tip. The fracture analysis report suggests that the tap underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the tap breaking cannot be positively determined. However, the fracture analysis report suggests that the tap underwent a quasi-static torsional shear failure. It was noted that the patient¿s bone was extremely hard which also could have likely led to the tap breaking. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Item # (B)(4), 6mm viper cannulated tap (lot 0909ng), just broke inside the patient. Piece was retrieved without any major incident. 10min delay. Surgery completed with a 7mm tap instead. Bone was extremely hard.